Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was 70 mg/dl at the time of the incident. Customer went to change battery and she put in battery that was not fully charged and the pump shut down and customer put in new battery but display did not return. Customer also reported that, the battery cap contact fell out. Customer declined troubleshooting for the low blood glucose. The troubleshooting determined that, the insulin pump need to be discontinued and revert to a back-up plan. The device will not be returned for analysis.